Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2016-00429. The patient has four peripheral (off-label) leads implanted, three of which (model 3163) belong to the same lot number. Please note one of the leads is not actively used for therapy as reported in reference MFR. Report: 1627487-2014-05174. It was reported the patient experienced ineffective stimulation (date of event unknown). Subsequently, surgical intervention was undertaken to explant and replace the patient's entire system. The ipg issue is reported under reference MFR. Report: 1627487-2016-00430.

Event description:
Device 1 of 2.follow-up identified effective stimulation was restored following the surgical intervention.